Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Info was provided to the MFR through their device tracking system indicating that a pump exchange took place on (B)(6) 2014. The pre-op echo report revealed a 12 x 10 mm thrombus in the outflow conduit. After going through the patient's chart and lab history it appeared that the pt is suffering from septic shock, originating from her aicd, but starting in (B)(6) 2013. She has had numerous sub therapeutic inr lab values. The pt was currently very unstable and on dialysis. During her current admission her inr ranged from 1.3 to 8.1, multiple pi events during dialysis and powers that while they remain stable at 6-8, have elevated to 14 intermittently during her hospitalization.